Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory and device was returned in its sterile packaging due to final pack failure. It was determined that the device had been programmed out of "ship" state prior to the final pack test occurring. Once the device was programmed back to the ship state, it passed the final pack test. Complete testing of the product per manufacturing settings was completed and no issues were identified.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was never implanted and was returned to boston scientific. There were no field allegations received related to the device or it's functionality. Initial analysis by the returns laboratory revealed a possible product performance issue.